Event description:
It was reported that during an unknown procedure, all the staples were still in the reload after firing. Changed another one to complete the procedure. No adverse event on the patient.

Event description:
It was reported that during an unknown procedure all the staples were still in the reload after firing. Changed another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Based on the photographic evidence received, the belief is that the device was inadvertently bumped or partially fired engaging the safety mechanism.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Based on the photographic evidence received, the belief is that the device was inadvertently bumped or partially fired engaging the safety mechanism.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60b device arrived in good visual condition and with a reload present. Reload was received partially loaded with only 14 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.